Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the valve operator has a worn poppet valve. Additional malfunctions are the tie wraps and hose clamps leak.